Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The day after an ICD replacement, this lv lead impedances were greater than 3000 on home monitoring. The pacing vectors and impedance were checked and are in range at 376 when pacing from lv ring to rv coil. Indicative of inner conductor failure. Device is functioning normally with these settings and device remains implanted.